Event description:
It was reported to philips that the system would not turn on. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed the host pc was not turning on. Upon troubleshooting, the rse found that the host pc had internal power supply issue. The rse suggested for replacement of the host pc and provided the part number. To resolve the reported issue, the customer replaced the host pc and loaded the ghost backup. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.